Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 photo sample of showing top view of used wound suction device with bandage wrapped around connection point to hold device in place. Based on photo sample received the reported event is confirmed and product does not meet specifications which states " parts must be free of distortion, degradation or occlusion". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect use of cutting fixture. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: ¿indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for an effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 5. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 6. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 7. Suction must be discontinued prior to the removal of the drain. 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): - drain to y-connector. - y-connector to suction source. 9. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast-feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warnings: 1. An effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result. 2. Blood collected using the evacuator must not be re-infused. 3. Do not use in patients who are allergic to materials used in bard drain products. 4. Do not bypass or inactivate the anti-reflux valve. 5. In the event of occlusion of the drain, all wound drainage ceases. Careful attention to the drain will minimize the probability of this problem. If occlusion does occur, the drain can be aspirated by connecting auxiliary suction to the reservoir outlet or temporarily disconnecting the drain from the evacuator and applying auxiliary suction directly to the drain. 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified, or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) are necessary for intended system function¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the day it was used, the y-connector of the closed wound suction kit ripped, so the use of the y-connector was discontinued.

Event description:
It was reported that the day it was used, the y-connector of the closed wound suction kit ripped, so the use of the y-connector was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.